Event description:
The duett sealing device was deployed following a diagnostic catheterization via a 8f sheath in the right femoral artery. Within mins of duett deployment, the pt exhibited signs and symptoms consistent with an allergic reaction, and was treated with various medications. About 30 mins later, the pt's heart rate dropped dramatically, the pt coded and later expired. No autopsy was performed.